Event description:
A distal clavicle plate was implanted. After four months the plate broke. The plate and screws were explanted.

Manufacturer narrative:
Additional MDR associate with this event: MDR 3025141-2014-00024: for 70-0124 plate.